Manufacturer narrative:
Initial reporter address 1: (B)(6). Initial reporter city:

Event description:
It was reported that balloon rupture occurred. The patient presented with occlusion myocardial infarction (omi). The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left circumflex artery. A 3.75mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, after first inflation at 12 atmospheres for 5seconds, the balloon ruptured. The device was removed and the procedure was completed with a different balloon. No patient complications were reported and patient's condition was good post-procedure.